Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary procedure was performed by the customer and customer experienced delay in procedure and completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with flex vision monitor. Review of the system log file showed that there was an intermittent error with the real time link connection. To resolve this issue, fse reseated the cables between the host pc, ippc and flat detector controller. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that there was intermittently an issue with the flexvision monitor. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.